Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional type of investigation code 4114. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional medical device problem code 2616. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. The correct codes for this complaint are: health effect - impact code - 4221. Correcting additional manufacturer narrative verbiage from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. Correcting additional manufacturer narrative verbiage to: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Manufacturer narrative:
Medical device problem code should have been 1494 instead of 2616. Please remove 2616. Additional codes were missing from the initial and follow-up #1. The codes have been added to this report: component code 568. Investigation conclusions 24.